Event description:
Baxter sales rep received a report of free-flow on this set during pt use. The colleague cx pump was being used to infuse potassium to the pt. The pump was programmed to deliver at 80 cc/hr for primary infusion and 50 cc/hr for secondary. Nurse stated that the medication from the secondary infusion "ran in unrestricted free-flow". Potassium was known to be infused but it was unclear by the nursing educator on which rate it was being infused at or if potassium was the primary or secondary medication. Info regarding pt demographics involved was requested, but none was provided. The nursing educator stated that no pt injury or medical intervention was involved when this incident occurred. Samples are available.

Manufacturer narrative:
A device has been requested for eval. If device is received and an eval performed, a follow-up report will be filed. Baxter will continue to investigate any reports it receives and review trending of these events.